Event description:
Clinical notification received for revision of left total hip to address infection. Date of implantation: (B)(6) 2021. Date of revision: (B)(6) 2021, (left hip). Treatment: revision of femoral stem, femoral head, and acetabular liner.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.